Event description:
It was reported that the patient had a left acl repair on (B)(6) 2014. In (B)(6) 2015 the patient began having pain and swelling in the left knee with superficial abscess. Surgeon did a revision surgery on (B)(6) 2015 where it was discovered that the patient had an infection that the surgeon tracked all the way down to the tightrope button. Cultures were positive for staphylococcus lugdenensis. Follow-up investigation: during the revision surgery, surgeon removed the ar-2270 implant from the original surgery. Part disposition unknown. No new implants were used in the revision.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.